Manufacturer narrative:
(B)(4).

Event description:
It was reported that a vns patient had passed away. No cause of death has been provided to date. Per the manufacturer's internal sudep evaluation, the death has been determined to be possible sudep. No further relevant information has been received to date.